Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that the insulin pump had a blank display and experienced high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl, she was completely sick, and was treated with manual injection. Customer stated that insulin pump had blank display. The customer was assisted with troubleshoot for blank display. Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer states the display returned after pump restart. Customer declined troubleshoot for high blood level. The insulin pump will not be returned for analysis.